Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime at 4 pounds during prime test due to protruded loose drive support disk. The insulin pump has cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be loose and sticking out. Customer was unable to exit the prime loop. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.